Event description:
During follow-up, the device was unable to be interrogated. The physician suspects the device is at eol. It was reported that previously the patient was shocked using a defibrillator out of the hospital due to ventricular fibrillation arrest. The paddle was reported to have been over the pacemaker during the cardioversion. The physician is not sure if the inability to interrogate the device is related resulting in bradycardia or not. The issue was resolved by explanting and replacing the device. The patient experienced no consequences.

Manufacturer narrative:
The device image indicated that device went to bvvi due to code corruption. The identification bit for the device was also corrupted causing inability to interrogate the device in the field. The reported event was confirmed. Analysis was performed after installing a new battery and reloading the product code did not identify any anomaly. The original battery was depleted to eol (end of life) level. A longevity assessment was performed and the device exceeded the projected longevity, and is considered normal battery depletion. Backup operation was not reproduced and the cause of code corruption could not be determined.